Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The device was sent to a service center for evaluation. The ventilator inoperative condition was not duplicated. During evaluation and review of the device error logs, it was identified that the log's were recorded as year 2016, which indicates that a log was not written correctly. The device's main board was replaced to prevent reoccurrence. The unit was confirmed to be working properly after replacement. Prior to identifying the issue described in fsn 2023-cc-src-039, complaints associated with the issue did not meet requirements for vigilance reporting as a reportable incident. As part of the hhe process, a retrospective review of complaints associated with the issue described in fsn 2023-cc-src-039 was necessary to reassess reportability. Upon this further assessment, these complaints are being reported. This device ( bipap a40) was manufactured (07/03/2013) which is prior to UDI requirement implementation. This device does not have a UDI and no UDI will be listed in this report.